Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. The reported issue could not be duplicated. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome does not cut across the entire width. The event occurred during surgery. There was no reported patient harm, or delay. Due diligence is complete; no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1: phone: (B)(6). G2: forign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text: device not yet returned.

Event description:
It was reported that during an unknown time the dermatome does not cut across the entire width. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.